Event description:
It was reported that an implant holder as well as three cages broke during cage installation. There was a surgical delay greater than 30 minutes. No further surgical or patient information was provided. This is report 2 of 3 for this event.

Manufacturer narrative:
H3 "no information" entered in error. Correction to: a1, b1, b2, b5, b6, b7, d1, d2, e1 (title), e3, g3, h3, h6 (patient, results and method codes). Additional information: d4 (UDI number), d10, e1 (middle name, email, address ¿ line 2, zip code, telephone number), g5 (PMA/510k), h6 (conclusion codes). The device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Product was not returned yet, no evaluation could be performed. The review of the device history records is ongoing. Investigation still in progress.

Event description:
Roi-a: broken 3 cages and instrument. Instrument broken during insertion of roi-a cage. 3 cages have broken. Surgery delayed 2 hours. No informations received on patient impact . Investigation is in progress.